Manufacturer narrative:
The sample was returned with the upper chamber partially filled and the lower chamber empty. A particulate was found to be adhered to the inner surface of the film in the upper chamber of the bag in the area indicated by the customer. The particulate was found to be partially disintegrated within the solution thus preventing further analysis. The customer has previously confirmed filtration is not utilized during the filling of the lipid chamber. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mark that cannot be removed was present on the lipid chamber of a secure eva 3000 ml dual chamber bag. This was noted by the pharmacy filling staff during mixing. There was no patient involvement. No additional information is available.